Event description:
Reporter stated that upon testing twice, her blood glucose results were 115 and 116 mg/dl, respectively. Reporter also states that after a fasting blood glucose test, the result was 45 mg/dl and five to ten minutes later it was 155 mg/dl. Control solution test was 113 (83-125) mg/dl. On another back-to-back comparison test, on a different day, the reporter received blood glucose readings of 108 and 130 mg/dl. Both of these she confirmed with the color chart. Reporter was not experiencing any symptoms.